Event description:
It was reported the lower display screen is missing segments. It was also reported the device failed to capture atrial and ventricular pacing. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported display issue; lcd (liquid crystal display) missing segments. Analysis could not confirm the reported pacing issue; no faults noticed. Analysis found the upper case, lower case, and one side bail cover are broken. Battery release, ring cover, and battery drawer are contaminated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.